Event description:
As reported, the outer protective sleeve of an 8x40 precise pro rx us carotid self-expanding stent (ses) had a transverse fracture at the proximal end. The first 8x40 was received partially deployed. After the second stent was introduced into the sheath and preparation was made to release it, the fracture was identified. The stent delivery system was separated. There was no reported patient injury. The devices were stored and prepared per the instructions for use, and the user was trained to the device. The packaging was inspected prior to use with no anomalies observed, and the stent delivery system appeared normal. The devices were fully prepped in the tray, and no difficulty was encountered removing sterile packaging components. The device maintained negative pressure during prep. The stent delivery system was advanced past the lesion and withdrawn back into position, with no acute bends encountered. An 8f sheath introducer was used. A contralateral approach was used, and no difficulty or unusual force occurred while tracking the system. The target vessel showed calcification, 85% stenosis, bifurcation, and no tortuosity or acute angle. Access vessels showed no calcification, tortuosity, or acute angles. The device was not placed in an acute bend. The device successfully crossed the lesion. The products were returned for evaluation.

Manufacturer narrative:
As reported, the outer protective sleeve of an 8x40mm precise pro rx us carotid self-expanding stent (ses) had a transverse fracture at the proximal end. The first 8x40 was received partially deployed. After the second stent was introduced into the sheath and preparation was made to release it, the fracture was identified. The stent delivery system was separated. There was no reported patient injury. The devices were stored and prepared per the instructions for use (IFU), and the user was trained to the device. The packaging was inspected prior to use with no anomalies observed, and the stent delivery system appeared normal. The devices were fully prepped in the tray, and no difficulty was encountered removing sterile packaging components. The device maintained negative pressure during prep. The stent delivery system was advanced past the lesion and withdrawn back into position, with no acute bends encountered. An 8f sheath introducer was used. A contralateral approach was used, and no difficulty or unusual force occurred while tracking the system. The target vessel showed calcification, 85% stenosis, bifurcation, and no tortuosity or acute angle. Access vessels showed no calcification, tortuosity, or acute angles. The device was not placed in an acute bend. The device successfully crossed the lesion. A non-sterile precise pro rx us carotid system device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the flushing valve was present, and the catheter tip was present. The stent was loaded in its manufactured position and showed no abnormal conditions to be reported. Additionally, a kink was observed located 140 cm from the distal tip, and a separation of the outer member and inner guidewire lumen was observed 30 cm from the distal tip. A high-magnification microscopic evaluation was executed to evaluate the separation borders of the outer member separated condition. During this analysis, elongation features were observed along the separation interface, indicative of tensile overstress as the probable mechanism contributing to the observed separation. The reported event of ¿outer sheath-cracked¿ was not observed through analysis of the returned device; however, a kinked/bent condition was noted, which many have been the issue experienced. Additionally, a condition was noted with the returned device of ¿stent delivery system (sds)-separated¿ as the device was found in two separate pieces. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the received condition of the device kinking and separating. However, procedural/handling factors are likely as evidenced by the elongations found at the separation borders. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. Although, as the separated condition of the device was not reported by the user, it is unknown if this condition was present during the procedure or if it occurred due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product analysis, nor the information available for review suggest that the observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions have been taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the outer protective sleeve of an 8x40 precise pro rx us carotid self-expanding stent (ses) had a transverse fracture at the proximal end. The first 8x40 was received partially deployed. After the second stent was introduced into the sheath and preparation was made to release it, the fracture was identified. The stent delivery system was separated. There was no reported patient injury. The devices were stored and prepared per the instructions for use, and the user was trained to the device. The packaging was inspected prior to use with no anomalies observed, and the stent delivery system appeared normal. The devices were fully prepped in the tray, and no difficulty was encountered removing sterile packaging components. The device maintained negative pressure during prep. The stent delivery system was advanced past the lesion and withdrawn back into position, with no acute bends encountered. An 8f sheath introducer was used. A contralateral approach was used, and no difficulty or unusual force occurred while tracking the system. The target vessel showed calcification, 85% stenosis, bifurcation, and no tortuosity or acute angle. Access vessels showed no calcification, tortuosity, or acute angles. The device was not placed in an acute bend. The device successfully crossed the lesion. The products were returned for evaluation.